Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7000tfx magna mitral valve in the mitral position is under evaluation for a valve in valve procedure after an unknown implant duration due to unknown reason. The tmvr has not been scheduled. This is a female patient with a history of rheumatic heart disease, s/p avr on mvr x2, and s/p redo #3 avr with a21 mm mitroflow valve and mvr with a magna #27 mm perimount magna valve, type 1 dm (poorly controlled), chronic hepatitis b+, severe pulmonary htn with pas of >100mmhg and mean pcwp 38.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding a failure mode of the device were provided. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances, and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported and learned through investigation that a patient with a 27mm 7000tfx magna mitral valve in the mitral position is under evaluation for a valve in valve procedure after an implant duration of nine (9) years, one month due to unknown reasons. The patient presented with worsening chf and shortness of breath. She has been transferred to another tertiary center for further management.